Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump received pump error 63 alarm. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump successfully downloaded traces and history file using thump. Unit passed displacement test and self test. No pump error 63 alarms was noted during testing however, pump error 63 noted in the history download on (B)(6) 2021 at 1:31pm. No damage noted at the electronic assemblies during visual inspection. In summary, customer allegation for pump error 63 was confirmed when pump error 63((B)(4)) was found in pump history files on (B)(6) 2021 at 1:31pm due to possible hardware error. Problem isolated to electronic assemblies. (B)(4).